Manufacturer narrative:
Investigation is completed. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this atrial lead became dislodged and was repositioned. The patient later developed atrial fibrillation and was administered amiodarone. No further patient effects were reported.